Event description:
It was reported that this right ventricular (rv) lead dislodged. A new rv lead was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that a micro dislodgement was noted on this right ventricular (rv) lead. A new rv lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. This investigation will be updated if further information is provided in the future.